Event description:
On 03/29/2024, it was reported by a sales representative via (B)(4) that an abs-10060r angel machine was outputting more rbcs into the prp syringe than the account feels is normal. This occurred during a case. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h1, h6. Complaint is not confirmed. One unpackaged abs-10060r serial number (B)(6) was returned for investigation. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 39ml platelet-poor plasma (ppp), 18ml rbc, and 5ml prp. The prp volume within the syringe was recorded as 4.2ml. Upon initial loading of the disposable, it was found that the break did not fully engage with the disposable. Thus, a slight vibration upon initializing was noted. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note the hematocrit levels the prp produced had expected cellular concentrations. In conclusion, the reported failure could not be replicated. Visual evaluation noted no problems with the device. No problem found. Refer to investigation photos and memo. Additional information: d9, g3, h1, h6 corrections: h.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.